Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed. Review of the strip revealed intermittent noise. The patient was asymptomatic. The noise was unable to be reproduced in-clinic. Programming changes were made.